Manufacturer narrative:
Concomitant medical products: product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(4) 2007, explanted: (B)(4) 2020, product type: extension. Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4), ubd: 18-apr-2011, UDI#: (B)(4); product ID: 7482a40, serial/lot #: (B)(4), ubd: 18-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had wound healing issues post replacement in (B)(6) 2019. Extension was poking through skin. The battery had apparently done the same thing, but the surgeon moved it in a different procedure when I was not present. That did heal, but had to be replaced today due to the obsolete extension. Environmental/external/patient factors that may have led to the issue is a probably infection. The surgeon tried to relocate things and was able to fix the skin issue around the battery, but the extension continued to erode through the skin. The issue is reported to be resolved. The extensions were discarded.